Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an x-ray overtime error and a precharge error message. A precharge error message will result in a no boot situation. There was no patient injury or death reported.